Event description:
While replacing the pt's pacemaker, the physician noted that this lead "was not sensing properly or capturing". The physician repositioned this lead and it remains actively implanted. Should add'l info become available, this file will be updated.